Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4). Lens not returned.

Event description:
The reporter indicated that the surgeon implanted a 12.1 mm vicmo12.1 implantable collamer lens, -07.00 diopter in the patient's right eye (od) on (B)(6) 2016 and it was noted that the lens was torn during implantation. The lens was explanted on (B)(6) 2016 and there was no report of any patient injury.

Manufacturer narrative:
Conclusion: review of the file indicates that the lens was not implanted in accordance with the dfu requirements. Anterior endothelium chamber depth is below 3.0mm for vicl/vticl. Device evaluation: product evaluation found that the lens was returned dry in the lens container. Visual inspection found optic torn, and haptic broken. (B)(4).